Manufacturer narrative:
A supplemental report will be filed when the investigation is completed or if the device is returned for analysis. (B)(4).

Event description:
Medtronic received information from a medwatch report ((B)(4)) that during implant of this mitral valve bioprosthesis, upon seating the valve the surgeon could see disruption of the leaflets from the sewn ring and removed the valve. The valve was replaced with a bovine pericardial valve that was successfully seated with good apposition on the annulus. It was reported that there were no adverse patient effects. The report submitted by the health care facility indicated that the device had been returned to medtronic. A medtronic field representative reported that hospital staff indicated the device had been sent to their pathology department. As of the date of this report, the device has not been received at medtronic. The medtronic representative also reported being told by the physician the day after the procedure that the disruption of the leaflets possibly could have been caused when the physician was probing the valve leaflets during surgery during a visual check of the leaflets.

Manufacturer narrative:
Information was received that the valve was sent to the hospital pathology and the customer will not be returning the device for analysis to medtronic. Without the return of the device, the alleged issue cannot be confirmed. There is insufficient information to determine a conclusive root cause at this time. A review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process (raw materials, manufacturing time period, or packaging and labeling) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the received information, the leaflets disruption could be caused by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.